Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt lost stimulation and the ipg battery was low. It was reported that a low battery message flag was not observed, and the pt never used her programmer. The pt stated that she could not remember when she last felt stimulation, but she alleged that it was at least (B)(6) ago. Follow up on the pt found that the physician was informed of the ipg depletion issue. Pt parameters were not available to calculate if the ipg had reached expected end-of-life. It was reported that the pt has other pending health issues, and she prefers not to have the ipg explanted at this point. No further info is available.